Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the deflation issue; however the balloon/tip separation, difficult to remove, additional treatment and delay appears to be due to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.(B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. A 5x15mm nc trek rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The bdc was prepped (air aspiration) outside the anatomy prior to use. The bdc was advanced toward the target lesion. The balloon was inflated and deflated two times. After the third inflation up to 16 atmospheres, the balloon completely failed to deflate. Negative pressure was held but the exact amount of time is unknown. The trek was withdrawn inflated, resistance was noted with the anatomy and the balloon separated from the catheter. A snare was used to successfully retrieve the separated balloon. However, the tip was noted in the anatomy. The patient was transferred to surgery as a precautionary measure; however, a snare was successfully used to remove the tip from the patient anatomy. There was no adverse patient sequela. There was a clinically significant delay during the procedure. No additional information was provided.